Event description:
It was reported that the laser system would not read that fiber; no error codes were displayed and 0 joules of fiber usage was also reported. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken at the input connection; though it was reported that 0 joules had been used, analysis of the returned fiber cards confirmed 47 joules of fiber usage. Based on the analysis, fiber breakage during use could result in an unsafe firing condition. The probable root cause of the device failure was determined to be due to excessive and or inadvertent bending of the fiber, resulting in fiber breakage.